Manufacturer narrative:
Follow-up # 1 (10/13/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. The patient did not provide the lot number to the test strips he/she was using at the time the alleged issue occurred nor did the patient return any vial of test strips back to lfs. Since a lot number was not provided by the patient, pa is unable to conduct testing for this complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that her onetouch ultramini meter was prompting an "er2" message. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged error message began to appear on the morning of (B)(6) 2011 (9am). The csr noted that the patient tests 2x/day and manages her diabetes with a combination of oral medications and insulin (set dose of lantus insulin at bedtime). The patient informed the csr that if her blood glucose is in the 7.0 mmol/l or lower range she usually skips taking her metformin pills. As a result of the alleged issue, the patient confirmed she was unable to test her blood glucose and took her usual dose of medications. At an unspecified time, prior to lunch, the patient reported feeling hungry and shaky. The patient informed the cca that she associated the symptoms with a low blood glucose. The patient stated she ate lunch and confirmed feeling better afterwards. At the time of troubleshooting, the patient informed the csr that she was storing her test strips outside of the test strip vial. During the call, the csr walked the patient through a test and confirmed the patient was able to test successfully. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k061118.